Manufacturer narrative:
Follow-up # 1 (05/11/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged button/switch. A secondary issue was also noted, the meter was found to have a cracked/broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510k # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging several issues with her onetouch ultramini meter. The patient reported that the subject meter's display was cracked, a down arrow button was missing and it would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since this medical surveillance specialist (mss) was unable to reach the patient by phone for additional information. The patient reported that the alleged issues began on (B)(6) 2011 (time unknown), after her dog "ate" the subject meter. The cca noted that the patient manages her diabetes with insulin. It is not known what action the patient took regarding her diabetes management as a result of not being able to test with the subject meter. It is also not known when the patient last tested her blood glucose with the subject meter prior to the start of the issues. On the evening of (B)(6) 2011, after the alleged issues were discovered, the patient claimed she "passed out". At 7:30 pm the patient reported that her blood glucose was "422 mg/dl" when tested with a onetouch ultra2 meter. The patient stated she treated self with 15 units of humalog insulin. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.